Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 correction: health effect codes 2199, 4582 were removed.

Event description:
Subsequent to the initially filed report, the following additional information was provided: it was reported that resistance was noted during advancement of the 9x60mm absolute pro self expanding stent system (sess) and only 1 cm of the stent was able to be released at the target lesion when the thumbwheel became stuck. Resistance was noted when removing the sess from the patient. The sheath then became torn and separated with the stent remaining inside the separated portion of the sheath. Therefore, a non-abbott sent was used to embed the stent and separated sheath against the vessel wall. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation and the reported material split, cut or torn were able to be confirmed. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to advance, difficult to remove and stent material deformation were unable to be replicated in a testing environment as they were based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the moderately calcified and mildly tortuous anatomy resulting in the reported difficult to advance. Interaction with the moderately calcified and mildly tortuous anatomy and/or inadvertent mishandling resulted in the noted multiple device damages (stent sheath kink, inner member kinks/chatter marks/splits, outer jacket kink) preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Resistance with the moderately calcified and mildly tortuous anatomy resulted in the reported difficult to remove. Manipulation of the compromised device resulted in the reported torn and separated sheath/noted torn stent sheath and separated tip and ultimately resulted in the stent releasing for the delivery system. As reported, a non-abbott sent was used to embed the stent and separated sheath. A cine was received and reviewed by an abbott vascular clinical specialist. In summary, the still images provided did confirm that the absolute pro sheath became separated. It may have been beneficial to have seen the angiogram prior to the attempted stent deployment to assess the result of the lesion preparation but a probable cause could not be determined from the images provided. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery with moderate calcification and mild tortuosity. The 9x60mm absolute pro self expanding stent system (sess) was attempted deployed at the target lesion; however, the stent could not be completely deployed and became stuck and entangled. The thumbwheel would not move any further. Therefore, the sess was removed from the patient. A non-abbott stent was used to complete the procedure. There was adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.